Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Two days prior to the index procedure, the physician tried to implant a non-bsc stent but the device failed to cross the lesion. The procedure was aborted and no patient complications were reported. During the index procedure, vascular access was obtained via radial artery. The target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery (dist lad) with 80% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. The physician tried to cross a 3.50x16mm promus premier stent through a previously implanted stent to reach the target lesion by introducing a non-bsc guide catheter very inside and making a strong force rotating the catheter and trying to turn the stent. The physician encountered significant resistance and decided to remove the device outside the patient. After its withdrawal, it was noticed that the stent was frayed/deformed but was not dislodged. Another physician introduced a non-bsc guide catheter harder and deployed a 3.50x16mm non-bsc stent in the target lesion. The procedure was completed successfully. No patient complications were reported and the patient's status was stable. The physician stated that there was not any problem with promus premier stent; the lesion was very complicated and very hard to cross.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).